Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Fse confirmed the reported issue and replaced the master tool manipulator (mtm) 2 (serial# (B)(4)) to resolve the problem. Following service, the system was tested and verified as ready for use. Isi has received the mtm for evaluation and the analysis has been completed. The reported failure was able to be reproduced during calibration. The root cause of the failure was determined to be a component failure. A log review confirmed the procedure date of (B)(6) 2022 on system sk4061. No image or procedure video was provided. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: due to a reoccurring recoverable error pointing to the right master tool manipulator, the surgeon switched to another surgeon side console. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a procedure change.

Event description:
It was reported that prior to starting (post anesthesia) a dual console da vinci assisted partial nephrectomy surgical procedure, one of the surgeon side console's (ssc) would not home with the master tool manipulator right (mtmr) and the system displayed multiple instances of error code 23025 pointing to axis 3. Before the start of the procedure, the reported ssc was powered down. The initial dual console set-up was changed to a single ssc set-up; the operating room team proceeded with the case with only ssc. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.